Event description:
It was reported that a piece of hair was found in the needless solution administration set. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received. However, a photo was available for evaluation. The sample was photographically examined and showed that there was a hair in the pouch. The cause could not be identified. If any additional relevant information is received, a follow up MDR will be sent.